Manufacturer narrative:
A complaint handling technician of infutronix provided the evaluation report for the affected pump on 07/06/2021. Flow rate testing confirmed that the flow rate deviation was -2.1%. The flow rate accuracy was within the +/-5% specification. The reported flow rate issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00035).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "pump (B)(4) did not administer the right amount of medicine." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed.